Event description:
It was reported, the patient was readmitted to the hospital for aortic regurgitation due to leakage. At explant, a leaflet tear was observed near the edge of one leaflet. An sjm regent mechanical valve was implanted. The patient is recovering and stable.